Manufacturer narrative:
D9 - product received date 8/12/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the device key was stuck and the pump stopped. The event log/alarm history was reviewed and there were no errors related to the customer complaint. There were no 12-month service history services reported previously. The visual and functional testing was performed. The complaint was confirmed during the keypad test. The probable root cause was the damaged keypad. The front housing, the piezo, the lens, the mainboard and the keypad were replaced with new ones. The pump was calibrated, and the performance verification test was performed.

Event description:
It was reported that the device key was stuck and the pump stopped. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.